Event description:
A nurse reported that an intraocular lens (iol) became damaged in the cartrdige of an iol delivery system. After the iol was implanted a slit on the anterior surface of the lens was seen. The lens was removed after it was cut in half. The pt underwent an anterior vitrectomy.